Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/19/2023, it was reported by a sales representative via sems that an ar-9800 synergy rf console had an issue. The apollo was plugged into the ablation box, and in the middle of the case, it started sparking, causing charring in and around the port. This has happened before on a different box with the same dr. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
Additional info: h6. (No problem found) the evaluation did not identify any issues relevant to the reported event.